Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. A training record was not found for the physician. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The angio-seal device instructions for use (IFU) states if patient's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries > 5 mm diameter when there is found to be no luminal narrowing of 40 percent or greater within 5 mm of the puncture site.

Event description:
An 8f angio-seal vip was deployed in the right common femoral artery (rcfa) and another in the left common femoral artery (lcfa) at the conclusion of a peripheral angioplasty to treat an occlusion of the left iliac artery. Hemostasis was immediate and the patient was sent to the recovery unit. The procedure ended at 12:45 and the patient was discharged at 16:40. Approximately 45 minutes after discharged, the patient felt a strange sensation in his groin and began to bleed at the right puncture site. The patient returned to the recovery unit where manual compression was applied for 20 minutes. The patient also received one and a half liters of fluids, however, a transfusion was not needed. The patient was admitted to the hospital for observation and released the next day in stable condition with no lasting effects. Clopidogrel (300mg) and heparin (5000 units) were administered.